Event description:
The customer obtained false positive total b-hcg results on several serum samples from one patient. Negative results were obtained for the same patient samples using an alternate serum test method. Persistent false positive total b-hcg results of this type may result in the initiation of treatment. There was no allegation of patient harm as a result of this event.